Event description:
It was reported that during a laparoscopic sigma procedure, the staples did not form correctly, required overstitch because of an anastomosis leakage. No further information is available. The case was completed with a like device with no patient consequence.